Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v233515, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that there was an electrode issue where the 0 electrode was reading greater than 4000 ohms on all combination involving 0. The rep stated there was no known factors. The rep stated the patient had an impedance check on (B)(6) 2017 and the issue was discovered. The rep stated for trouble shooting the programmed around the 0 electrode and the patient described adequate urinary control. The rep noted the issue was not resolved at the time of the report. The rep stated surgical intervention did not occur and was not planned. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event. It was noted the patient had a medical history of an overactive bladder. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.